Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977c165, serial/lot#: (B)(4) , ubd: 08-mar-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient leaned back in a recliner and stimulation became uncomfortably strong. When they opened the controller, stimulation was found to be 6.2 ma. The patient turned down stimulation and then turned the stimulator off. Patient described having residual back muscle pain around paddle site after the incident. Patient met with physician and manufacturer representative to determine any issues with the stimulator/ possible new pain or injury. An impedance check determined impedances were within normal limits. Stimulation was slowly increased to see if there was any sensitivity or problems. Even with stimulation at and above 6 ma the patient had no discomfort. The patient described possible new right leg pain. Adaptive stimulation (as) was assessed and no settings were set above 4.2 ma. Positions were checked. Adaptive stimulation (as) was disabled for now until after the problem was determined. The patient programmer was paired with the patient and assessed in the recline position and the as was correct and programmed at 3.7 ma. Patient also described upper back and neck pain. The performed troubleshooting steps were summarized as the following: impedance check, increase of stimulation to assess patients comfort levels, patient programmer assessment with as, check position checked with both patient programmer and clinician programmer. Had patient get into uncomfortable position and slowly increased intensity. No further complications were reported. The patient described no recent falls, trauma or injuries that may cause an issue. As was disabled for now. Stimulation was set low and below perception. The physician ordered an MRI for the patient. No further complications were reported.